Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pancreatectomy. According to the reporter: the device was applied on a major pancreatic vein. The cartridge jammed on the vein and despite all efforts, instrument could not open. Tried another endo gia handle but it did not work. The surgeon resected the device and attached the vein on both sides of the cartridge. A part of the vein is still in the blocked cartridge. The case was extended by more than 30 minutes.